Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm proximal to the is4 connector pin. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed additional cuts into the insulation in several regions which most likely resulted from the extraction procedure. However, a thorough analysis of the lead fragments did not show any deviations which might have led to the reported high threshold. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted due to high threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.